Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported pre-operative, the inner sterile package was found opened, and additionally, there were no signs of glue. Consequently, this device was not initiated as an implant attempt. No patient complications have been reported as a result of this event.